Event description:
The operative report was received from the user facility. Repositioning of dislocated intraocular lens was not possible. Intraocular lens awas replaced. Patient is in good condition.